Event description:
It was reported that while setting up a prismaflex machine, the base of the wheel was observed to be damage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; however, phone support was provided by the qualified technician. It was determined that the base of the machine had a damaged wheel. The reported condition was verified. To resolve the issue, the qualified technician mailed the spare part as requested by the hospital engineer. The hospital engineer reported they will install it by themselves. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.